Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The alleged bundle mount was not returned for evaluation. However, functional testing with an in-house mount verified the implant engaged and disengaged from the in-house mount, as intended. No malfunction identified. Lack of primary stability is non-verifiable with the information provided. DHR review was completed for the subject lot number 1270892. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270892 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release & lack of primary stability. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error, or patient factors. Refer to attached summary investigation for lack of primary stability. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that the implant #14 did not achieve primary stability and was removed. Dr found difficulties when removing the mount and this could contribute to the lack of primary stability. No other implant has been placed.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). D4: additional device information unknown / not provided, h4: device manufacturer date unknown / not provided.